Event description:
The patient reported a power on reset (por) error code. It was stated that they had surgery unrelated to the device or therapy on the day prior to date notified and had the device turned off. When they tried to turn it on date notified they saw the call your doctor screen with a por message. The patient then stated that they are "really burning up" and hot because they had been cut on 5 different places with tissue pulled out of them. It was confirmed that they started burning as soon as they got out of the hospital. The patient has had bladder troubles prior to implant for 4 years prior to date notified and they were cut in 5 different places where they had the mesh, which was previously documented and reported. Follow up with the healthcare provider (hcp) will be conducted. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.